Event description:
It was reported that during an atrial fibrillation radiofrequency ablation procedure, charring occurred. The 7.5mm blazer open-irrigated ablation catheter was connected to a non-bsc generator and the temperature was set below 37 degrees with a power supply of 25watts. The physician advanced the catheter and successfully ablated the left atrium. The device was removed and a thin layer of char was noted on the proximal section of the electrode. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).